Event description:
It was reported that the balloon does not deflate. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The contamination was still attached at 71.5 cm and 76. Cm, indentation observed at 86.5 cm area. The balloon test was performed with the returned syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification . The balloon failed to deflate fully with returned syringe attached. Per IFU, "passively deflate the balloon by removing the syringe from the gate valve." All through lumens were patent without any leakage or occlusion. An indentation was found at the 86.5 cm area on the catheter body. A scrape at the 110 cm area on the catheter body was found. There was no visible damage observed on the returned monoject 1.5cc limited volume syringe. The reported defect of "balloon does not deflate" was not confirmed. The circumstances of use were not clarified. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Manufacturer narrative:
(B)(4)